Event description:
The customer contact reported a whitescreen error. During preventive maintenance testing at the user facility, the device alarmed with a whitescreen malfunction code of s006. There were no reports of adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device powered on with a white screen error and alarmed audibly from the secondary beeper. A som1 board was installed to the device so the sdram test was not performed. The device was opened up and the snaphat battery voltage that supported ram chip on uic board was found to be 0.23 vdc (nominal 2.8 vdc). The customer complaint was confirmed and is attributable to the device. The probable cause was due to depleted snaphat battery that supported ram chip u2 on the uic 1 board. Due to the depleted battery, the ram data got corrupted and resulted in white screen. This report represents all the information known by the reporter upon query by hospira personnel.